Manufacturer narrative:
(B)(4). Eval, results: myocardial infarction and revascularization.

Event description:
During index procedure, one endeavor sprint rx drug-eluting stent (3.00 x 24mm) was implanted to the proximal lad. Pt had cardiac status of stable angina at 30 day follow-up. On day of 6 month follow-up, pt was admitted for repeat diagnostic angiogram for ongoing angina symptoms. On same day, a revascularization of proximal lad was performed. There was an other brand stent implanted in the proximal lad. Investigator classified lesion as restenosis of target lesion after previous ptca. Investigator stated that event was related to study stent and study procedure. Pt had cardiac status of stable angina at 1 year and 1.5 year follow-up's. At 2 year follow up, pt was asymptomatic / free of symptoms. It was reported that the pt suffered an mi approximately 29 months post index procedure. A CABG revascularization at the proximal lad, right posterior descending artery and the 1st obtuse marginal is also reported to have occurred approximately 29 months post index procedure.